Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2015 with the following findings: during investigation, evidence of moisture was visible behind the display screen. Unrelated to the initial complaint, the pump powered on to a blank display screen. The returned battery cap and cartridge cap was used to complete testing. Damage to the pump casing was observed in the lower right corner of the pump between the display lens and pump cover. The pump failed a leak test due to the damage to the pump¿s casing. Internal moisture was observed on the printed circuit board, internal components, and on the display connector.